Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away on a street on the way home. The cause of death was atherosclerotic coronary artery issues with contributing conditions. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 700 mg/dl at the time when the paramedics were attending to the customer. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller was unsure if the customer was using sensors. The caller did not want to provide further information until after they spoke with their attorney. The caller declined to return the insulin pump for analysis.